Event description:
Product was received for investigation. However, the returned product does not match the alleged product. A device analysis will not confirm or deny the allegation and determine a probable cause of the failure.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed.the probable cause could not be determined. No injury or medical intervention was reported.